Event description:
Customer alleged the tab on rear arm socket broke. No injury alleged.

Manufacturer narrative:
Initial (B)(4) issued mfg. Report #1525712-2012-00450 with invacare (B)(4) as the manufacturer. The correct manufacturer is invacare (B)(4). No RMA has been initiated for this issue. Model prox45, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model prox45, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged the tab on rear arm socket broke. No injury alleged.